Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient was hospitalized on (B)(6)2024 due to hyperglycemia and bent cannula event. The insertion site was at abdomen. Infusion set was used for one day. Blood glucose level was 400 mg/dl at the time of the event. Patient first went to emergency room and later was hospitalized. The duration of hospitalization was 12 hours. Patient was found positive for ketones level. Patient was also suffered from vomiting. Patient was treated with insulin via intravenous (IV) drip. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.